Event description:
Pt placed on tv 100 #35 transport vent to transport pt to ir [interventional radiology] for a procedure. Placed pt on their resting settings of pcv [pressure-controlled ventilation]. Pt was leaving the unit and had good vt [tidal volume]. When we got off the elevator vent started to alarm low vt. I attempted to switch modes, and no mode was giving me any returned volume. There were great wave forms, and the pap [positive airway pressure] was reading appropriately. I called for a new transport vent and once pt was placed on the new vent exhaled vt were appropriate for settings. No harm reached pt during this event. Prior to transport this pt was on trach mask for 4 hours. Manufacturer response for transport ventilator, tv100 (per site reporter).